Event description:
Customer reportedly received results of 430 mg/dl and 175 mg/dl within 10 minutes on the advantage system. Customer reported loose strands around rim of the test strip vial. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, test strip vial is no longer available; replacement was sent.